Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing or product specifications did not reveal abnormalities that could have contributed to the reported issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery it was noticed that the doctor couldn't get the insert to sit securely into the tibial base plate. A second insert of the same size and thickness was opened and went in with no problem. There was a delay less than or equal to 30 minutes. No injury reported.